Event description:
A customer had sent in their device for service. Upon inspection, a third-party service agent observed that the device had displayed a blank screen during initial power on. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center evaluated the system pcb and observed that ballgrid array integrated circuit, u18, to be thermally sensitive. When part was warmed with a hot air pencil, the mockup device would either reset continuously on the splash screen or just display an all white screen with no functionality. The cause was determined to be due to thermally sensitive circuit, u18, on the system pcb assembly.

Event description:
A customer had sent in their device for service. Upon inspection, a third-party service agent observed that the device had displayed a blank screen during initial power on. As a result, the device may have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. It was found that this device was manufactured with a system pcb that may have an increased risk of early flash memory failure. The issue may have been an early oxide breakdown in the read pump capacitor circuit of the system pcb, however it could not be conclusively determined.